Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported that the patient was not seeing any results since implant on (B)(6) 2016. The patient wet through their pads and the bed last night. The patient could feel stimulation in there. The health care provider (hcp) did not recommend making any changes at this point. The patient would have an appointment with their hcp on (B)(6) 2016. The patient¿s spouse called the hcp and they said to increase stimulation and call them in a week to tell them how it went. They called the hcp on (B)(6) 2016, but they were out of the office. The patient¿s symptoms were better during the day, but not at night. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A friend or family member of the patient reported a loss or change of therapy. The caller noted the patient had a loss of therapy at night, they were wetting the bed. There were no trauma or falls related to the issue. The caller noted the patient had blood clots in their legs and was hospitalized and was on blood thinners. The caller stated that the patient programmer isn¿t turning on, it was noted the caller replaced the batteries and it was turning on. The caller increase amplitude. The caller noted the patient did not normally feel stimulation. The caller planned to monitor symptom control and if they didn¿t noticed an improvement they would consider increasing again. It was noted the patient was at mid-level stimulation. The caller noted the onset of the loss of therapy at night was sudden which began on (B)(6). There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.